Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/09/2016 with the following findings: during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, the keypad cover was lifted. The contrast button was unresponsive during the investigation. Upon removal of the cover, the contrast contact button was missing with evidence of moisture on the contrast contact. The battery cap was returned stuck to the pump and had to be forcibly removed. The battery compartment was cracked. Evidence of moisture was observed on the underside of the battery cap. A leak test failed due to a battery compartment leak. The pump was opened and no further evidence of moisture was found internally. The audio bolus button cover was damaged but the button was responsive during the investigation. The pump case was noted to be cracked between the case seal and the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.